Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sept2019. The manufacturer¿s international service technician could not duplicate the reported issue of unit won't enter standby mode and mode was switched to standby normally when the circuit was in open status. The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed with regards to the unit not entering standby mode. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported pressure accuracy problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. This reported failure was not duplicated and not parts were replaced for the reported standby failure. The data acquisition (da) pcba was tested and no failures were identified therefore no root cause could be determined regarding the reported pressure accuracy problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator would not enter standby mode and that during periodic maintenance; the manufacturer¿s international service technician reported the device failed the pressure accuracy test. There was no patient involvement.